Event description:
Boston scientific received information that this patient displayed loss of capture which did not result in asystole for greater than 2 seconds in the right ventricle during a routine office visit. This right ventricular (rv) lead was replaced with an active fixation lead. The patient was also noted to be in atrial flutter. No adverse patient effects were reported.